Event description:
It was reported by a physician that he feels the promus element stent delivery balloon is slightly more compliant than the non-bsc competitor device, and that it has a dog boning effect. This was a general comment and not associated with a specific procedure. Per the physician, he is not aware of any patient complications relating to this.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).